Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported inaccurate cardiac output value was observed during use of a swan ganz catheter. Co value varied widely after injecting cold solution. The indicated lowest co value was 2l over min and highest co value was 8l over min. The cable of the polygraph for the thermistor connector was replaced but the problem was not solved. After replacing the catheter, stable co value was displayed on the polygraph. No error message appeared to be observed on the polygraph. No other troubleshooting was performed. The patient was not treated based on the incorrect value. No data log was provided. There was no occlusion, leakage or kink noted in the catheter. No information was available regarding displayed and expected values, error message, or if the value was affected by the patient condition. Patient demographic information was requested but unavailable. There were no patient complications reported. Date of event is unknown. Customer is unsure if lot number is 64177586. Device is available for return.

Manufacturer narrative:
The reported event of co measurement issue was not able to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, and syringe. No error message was observed on hemosphere monitor. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on hemosphere monitor. Thermistor temperature reading accuracy is plus negative 0.3c per hemosphere manual. Thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and found to be no visible abnormalities. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 min. Without leakage. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.